Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to the lcd board. Analysis was unable to verify frozen display and button/keypad anomaly due to blank display.

Event description:
The customer reported via phone call that the display was frozen and buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.